Event description:
It was reported that the event occurred while in the operating room during insertion. The senior perfusionist stated that the intra-aortic balloon (iab) was kinked and they were unable to insert via femoral completely. As a result, the iab was removed. They opened another iab and inserted via same insertion site (femoral) without incident. The senior perfusionist stated that since they keep iab's in the operating room (or) there was a minimal delay in replacing and inserting the second iab. There was no report of patient death, complication or injury. No medical/surgical intervention was required. The patient outcome is okay.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.